Event description:
It was reported via the implant patient registry that a valve model 3300tfx27mm implanted in aortic position was explanted from a 66 year old patient after an implant duration of seven (7) years and nine (9) months due to endocarditis leading to stenosis. As reported, the infective organism was staphylococcus capitis. Reportedly, the patient presented with shortness of breath, chest pain. A valve model 11500a27 was implanted in replacement. As reported, patient was noted as to be discharged home with a period of intravenous antibiotics.

Manufacturer narrative:
H10: additional manufacturer narrative: it was initially reported via the implant patient registry that a valve model 3300tfx27mm implanted in aortic position was explanted from a 66 year old patient after an implant duration of seven (7) years and nine (9) months for un unknown reason. However, after investigation it was found out that the valve was explanted due to endocarditis leading to stenosis. Per information provided, the infective organism was staphylococcus capitis. Per the instructions for use (IFU), endocarditis is a known potential adverse event associated with cardiac valve surgery. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The reported event is a device issue related to patient factors without evidence or allegation of a malfunction which could be related to a manufacturing nonconformance. Based on the information available, the most likely cause is patient factors caused by an infection by staphylococcus capitis. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3300tfx27mm implanted in aortic position was explanted from a 66 year old patient after an implant duration of seven (7) years and nine (9) months for unknown reason. A valve model 11500a27 was implanted in replacement.